Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns.concomitant: 5076 lead implanted: 2013-(B)(6); 6935 lead implanted: 2013-(B)(6). (B)(4)

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, sensitivity on right ventricular (rv) channel may set too low; increasing from 0.30mv to 0.45mv may alleviate sensing issues without affecting performance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a sensing/detection problem of the implantable cardioverter defibrillator (ICD) was observed. ICD marker indicated nsvt or noise, but there was flat electrogram stored in the device. Program settings/adjustments were recommended and the ICD remains in use. No patient complications have been reported as a result of this event.